Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. The suture was damaged during the procedure. Tearing of the suture was observed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Representative samples were returned for analysis. The issued sample was not received for evaluation . During the visual inspection of the samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed using a instron and the tensile force were above the minimum requirements. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested sample met the finished goods requirements.